Event description:
On 2001 the cable system was implanted in patient's right hip for a greater trochanteric fracture. Prior to use in surgery, the cables were tensioned to 80 lbs. Each, and no complications were noticed at that time. Five months later, the patient felt a pop and experienced pain and swelling in their leg. X-ray indicated that all cables had broken and/or frayed. The cable system remains implanted.

Event description:
The cable system was removed at a later date.